Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Upon examination, it was noted that the right ventricular lead exhibited lead noise. Programming changes were recommended. No intervention was performed at this time.